Manufacturer narrative:
Device returned 29-apr-2025, investigation still pending. Based on the medical safety officer's (mso) review of this case the patient's demise is associated with the automated impella controller (aic) associated with manufacturer device report number 1220648-2025-28211 has been revised to death. The following fields have been revised. B1 revised to reflect both adverse event and product problem. B2 death and date of death added on recommendation of mso. B5 revised with mso statement. H1 revised to death. H6 health effect - clinical code and health effect - impact code updated based on recommendation of mso. The impella pump was revised to serious injury and updated accordingly under manufacturer device report number 11220648-2025-28159.

Event description:
The patient expired while on support. Per the medical safety officer there is not enough evidence to exclude the automated impella controller (aic) as an associated factor in the patient's outcome given the shut down and loss of patient support.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. Based on the data and device analysis the unexpected reboot was caused by the calculator software subprocess crashing. The cause of the calculator crashing could not be determined since the failure mode could not be reproduced.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during use the automated impella console turned off for 35 seconds and rebooted. The procedure outcome was successful with another device.